Manufacturer narrative:
(B)(4) 2013: since the device was not returned, the production history and sterilization records were reviewed. The review of the manufacturing records confirmed that the subject lead was fabricated and released in accordance with established procedures. Review of the available programmer printouts confirmed the reported high svc impedance measurement reported by the representative. An analysis from the manufacturer is pending.

Event description:
On (B)(4) 2013, (B)(4), a sorin crm USA, inc. Sales representative, contacted sorin technical services. Mr. (B)(4) reported that the svc coil impedance was > 3000. Mr. (B)(4) suspects a loose svc connection. The device was programmed rv to case. Recommendations consistent with those of the isoline fsn (ref:z-0928-2013) were provided to the physician.